Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that a decrease in r-wave amplitudes and a decrease in defibrillatory impedance was observed on the right ventricular (rv) lead. It was thought the observation was either physiologic or a case of oversensing of a smaller amplitude signal. The patient was to be brought in for their annual additional testing. The patient was stable.